Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient went to outpatient department (opd) due to the event; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.